Event description:
The customer reported that the insulin pump had a blank display. The customer stated that the device alarmed and then it had a blank screen. Troubleshooting was performed. The insulin pump rested and the battery was changed, but the blank display continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a battery tube loose connector.